Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during generator replacement, the rv lead could not be released from the device header. This required physician to pull on the lead and as a result, the insulation separated and lead pin remained in the header. The rv lead was capped and replaced. The device was replaced without further incidence. Patient was stable post-procedure.